Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was in the very tortuous, heavily calcified right coronary artery (rca). Direct stenting was attempted with a 2.75x16mm taxus express2 drug eluting stent (des) but the physician encountered difficulties in advancing the device. The physician predilated the target lesion with an unknown type balloon. Another attempt to advance the 2.75x16mm taxus express2 to the target lesion was performed and was again unsuccessful. When the device was removed from the body, the proximal edge of the stent was noted to be "lifted up". The procedure was completed with another 2.75x16mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good".